Event description:
It was reported one day post implant that the right ventricular (rv) lead dislodged. High thresholds were also observed. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.